Event description:
The healthcare professional (hcp) of the home patient (hp) reported the hp felt full, as if hp were overfilled, while using the homechoice cycler for apd therapy. The hcp reported the hp did not drain well during their mid-day capd exchange of 2000mls, however, the hp filled self back up with 2000mls despite the poor fluid drainage. During the initial drain the hp drained out 1288mls when the cycler advanced from the initial drain into fill 1. The hp was filled with 2054mls of their programmed fill when hp felt very full and placed the cycler into a manual drain, remainder of the fill was bypassed and therapy was continued. There was no patient injury or medical intervention reported. No further details were provided by the healthcare professional. Should any additional information become available, it will be forwarded.